Event description:
It was reported that a hemo/pneumothorax occurred at the time of implant. The event was resolved the following day and all devices remain implanted and in use. No further patient complications have been reported as a result of this event.